Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an external device. The reason for call was patient reported that it seemed like it was taking forever to charge their implant and that the controller would mess up a lot. Patient clarified that they would have to constantly reposition the recharger to get the implant to charge. Patient confirmed poor recharge quality, and no other error messages. Patient stated they received a replacement controller, but the issue still persisted. Patient said the issue first began probably 3 months ago, back in 2024. Patient confirmed no falls or trauma to implant site. Patient mentioned they were told the implant site looked good as they just had it checked. Patient inspected recharger and said the cord was twisting. Patient reset controller and attempted to start a recharge session but reported poor recharge quality. Patient stated the paddle will get hot as well. Patient stated it would take forever to find the device on looking for a device screen. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger analysis of the recharger, model 97755-s, s/n (B)(6) found complaint unverified - found no issues charging or finding ins. White arrow rubbed off connector which causes no impact to the functionality. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.